Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the tube was unable to fill completely due to the formation of bubbles the following information was provided by the initial reporter. The customer stated: "blood could not be transferred properly due to formation of bubbles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the tube was unable to fill completely due to the formation of bubbles the following information was provided by the initial reporter. The customer stated: "blood could not be transferred properly due to formation of bubbles.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: bd received 1 used sample for investigation. The sample was cleaned and evaluated by functional testing, used to transfer colored water from a syringe to two tubes, and the indicated failure mode for bubbles / insufficient flow was not observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and 12 were evaluated by functional leak and torque testing and no issues were observed relating to bubbles / insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode bubbles / insufficient flow. Bd was not able to identify a root cause for the indicated failure mode.